Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were interlocked within introducer sheath. The twist lock of the introducer sheath had been opened. The coil was returned stretched and kinked near both sides of it. Microscopic inspection of the delivery wire revealed that the zap tip has a smooth surface. The main coil was inspected microscopically and revealed that the zap tip was detached and was not found. The interlocking arm of the delivery wire and coil was also inspected and no anomalies were found. The delivery wire dimensions were found to be in specification. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 21-mar-2017. It was reported that significant resistance was encountered. The target lesion was located in the portal artery. A 20mm x 40cm interlock¿-35 was selected for use. The coil and pusher wire arms were interlocked in the introducer sheath before use. The rotating hemostatic valve (rhv) was correctly used and continuous flushing was performed. During procedure, it was noted that the coil could not be deployed at the lesion due to severe resistance. The coil was then retracted and advanced forward again but still no effect. The coil was removed together with an unspecified catheter together as a system from the patient's body without any coil protrusions from the catheter's tip. The same catheter and another of the same device was used to complete the procedure. No patient complications were reported and the patient status was stable. However, device analysis revealed that the zap tip of the coil was detached.